Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient treatment was initiated no issues. Ten minutes later blood was observed leaking down the side of the dialyzer. Blood was observed around the top of the dialyzer. No blood was noted on top by the arterial line. Upon follow-up, the clinic manager (cm) stated an external dialyzer blood leak occurred ten minutes after initiation of a patient¿s hd treatment. The blood leak was noticed from the header of the dialyzer and blood was dripping down onto the floor. The machine, a fresenius 2008t machine, did not alarm as the blood leak was external. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused and the patient¿s blood was returned from the arterial side of the system; estimated blood loss (ebl) was 200 ml. The cause and exact location of the leak was unknown. Immediately following the event, the patient completed their treatment after being re-setup with new supplies on the same machine. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.